Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between (B)(6) 2019 and (B)(6) 2019 right ventricular (rv) sensing amplitude was recorded in a range of 8mv to 10mv and the rv stimulation impedance was recorded at approximately 500ohms. The analysis of the provided iegms showed artifacts in the rv channel as well as several inappropriate ICD chargings, both described in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 61 months, oversensing on the ventricular channel was reported.